Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) as it was no longer functional. During surgery, fluid loss was identified in the pump. All components of the existing ipp were explanted and replaced with a new ipp. No additional patient complications were reported.